Event description:
The customer reported the system interconnect cable was causing the machine to perform irratically.

Manufacturer narrative:
The ge svc rep confirmed the customer's complaint. When the interconnect cable is moved during range of motion testing, the video on the left and right monitors become unstable. The rep ordered and replaced the interconnect cable. He tested the system utilizing fluoro and exercising the interconnect cable through its full range of motion, interconnect cable is not causing the video to become unstable, system operates as intended.